Event description:
Reportable based on device analysis completed on 17-apr-2025. It was reported that guidewire tip stretched was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 190cm samurai guidewire was advanced and the guidewire was found to be stretched. The procedure was completed with another of the same device. The patient condition following the procedure was stable. No patient complications were reported. However, returned device analysis revealed core wire detached.

Manufacturer narrative:
Device evaluated by MFR.: the samurai guidewire was returned for analysis. Visual inspection revealed that the core wire was found to have fractured approximately 3 mm from the tip, with the coil stretched toward the distal end. The fracture surface exhibited bending and showed a dimple pattern characteristic of a ductile fracture. No material was missing from either the core or the coil. Additionally, an arc-shaped bend was observed about 19 mm from the tip, along with slight coil pitch elongation between 14-21 mm and 28-33 mm from the tip. No other abnormalities were observed. Media was provided and analyzed. The media consisted of a photo and a video of fluoroscopy during the procedure of the distal end/tip of the wire. The media showed a portion of the tip that appeared lighter, so it was most likely this was the area the coil was stretched. E1: initial reporter facility name: (B)(6). E1: initial reporter address (B)(6). E1: initial reporter phone: (B)(6).